Event description:
It was reported that there were high thresholds in the atrial pacing lead. It was further reported that there was a spike in and high pacing impedance and possible lead fracture in the right ventricular lead. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758, implantable tachy lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.